Event description:
It was reported the patient's blood glucose rose to 340 mg/dl and noted bleeding at the insertion site (abdomen). The pod was reportedly leaking while worn for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or failure to deliver insulin. Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding or bruising. No issues were found. No evidence of any damage or deficiencies that would cause bleeding or bruising at the infusion site was observed. The cause of the reported bleeding could not be determined. The soft cannula was observed to be stretched. The length of the soft cannula measured above specification at 1.1345 inches, however fluid was still able to flow through the complete fluid path. It could not be determined when or how this damage occurred. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.